Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports that a size 5/8mm zuk insert broke during use. The surgeon then placed a size 5/9mm zuk insert, which snapped in half when he extended the knee. The insert was left in place until the cement cured, and then the 2 pieces were removed. Per email correspondence, there were no pieces were left inside the patient, and the procedure was completed without delay. Therefore, no further clinical assessment is warranted. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a ukr procedure, an articular surface provisional sz 5 8mm device broke in half length-wise when the surgeon was inserting. There were 2 pieces, nothing was left in the patient. Then, an articular surface provisional sz 5 9mm device broke, too. The knee was too tight, the surgeon forced it in and it broke. No pieces were left inside the patient. It is unknown how the procedure was finished. Surgery was not delayed. No other complications were reported.